Manufacturer narrative:
This is the same event as 3010536692-2016-00494.

Event description:
Primary surgery was performed on (B)(6) 2009. Patient came to the hospital because she felt pain on her hip. The surgeon found cup dislocation and doubt of armd. So the surgeon performed the revision surgery on (B)(6) 2016. The surgeon wants to return the complaint parts, the parts are not consignment parts.